Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform basic occlusion test, occlusion test, and prime test, excessive no delivery test or displacement test due to cracked and bleeding lcd glass. The pump was received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube window and battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call of low blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 59 mg/dl. The customer stated that he had the pump on his belt clip and it rubbed up against something. The customer stated that one part of the screen is real dark. The customer mentioned a black blob on one side. The customer stated that he cannot read the screen on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.